Event description:
Customer reports a shard of the glass ampoule punctured the plastic tube and a nurse cut his finger while crushing the directcheck control. Customer does not believe that the protective sleeve provided was used when the ampoule was crushed. The protective sleeve is provided for use when control vials are activated. No report of serious injury, or intervention.

Manufacturer narrative:
(B)(4): method: device history record, ncmr, CAPA, and complaint history evaluated. No product returned. Results code: record evaluation completed. Product met all release criteria. Conclusions: no conclusion can be drawn. User error may have contributed to alleged event.